Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a missing battery, and the top case was cracked at both front corners. The tamper seal was not broken. Unable to review the event history log (ehl) due to a blank screen that alarmed at power up. The device was powered on and the reported issue was duplicated. The cause of the reported issue was due to incomplete programming by the user. As a result, the software was uploaded from base unit (interconnect board) to head unit (main board) by performing power point process. Cleaned, greased, and calibrated the pump and passed all functional and delivery tests. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump kept beeping and nothing appeared on the display. It is unknown if there was patient involvement, no adverse patient effects were reported.